Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that infusion pressure was not stable during vitrectomy surgery.the surgeon then switches off the iop compensation function and raised the iop infusion setting to 35 mmhg and stated that the infusion was more stable without the iop compensation function. There was no patient harm.